Event description:
The recipient reportedly experienced an infected implant site following acute otitis media. The recipient was admitted to the hospital and administered IV antibiotics. On (B)(6) 2019, the recipient's device was explanted. The recipient was discharged from the hospital after 8 days of IV antibiotics and the explant surgery.

Manufacturer narrative:
Prior to explant surgery, the recipient reportedly experienced an abscess around the implant site. The recipient's site was drained. The recipient's implant exposed and was surrounded with pus. The recipient's infection resolved. The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection was reportedly around the subcutaneous package and mastoid cavity. The recipient underwent a washout on (B)(6) 2019 prior to explant surgery. This is the final report.